Event description:
It was reported that the patient presented during an ongoing sinus tachycardia episode. The devices zone configuration was not able to be reprogrammed initially. The device was reprogrammed after adjusting settings. The patient was in stable condition after successful completion of programming and would continue to be monitored.